Manufacturer narrative:
Product analysis: the closurefast catheter was returned within its shelf carton and within its sterile pouch. No ancillary devices, cine, images or procedure notes were returned for evaluation. The device was removed from the packaging for additional analysis. Visual inspection of the catheter revealed no kinks or physical damage. A visual inspection of the device found the fep was deformed approximately in the region of 4cm to 5cm from the distal tip. The fep on the coil was deformed and had a red dried material embedded the fep. Visual inspection under magnification show the coil was exposed. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use a closurefast catheter with an rfg for treatment of the patient¿s great saphenous vein (gsv). IFU was followed. The device entered the patient's vasculature. It is reported the catheter has error code and when removed the catheter has issues on heating element. The catheter was safely removed from the patient. A new catheter was used with he same rfg to complete procedure. No patient injury reported.